Event description:
(B) (4). Same patient as MFR report #: 2134265-2010-02617. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced a headache. The index procedure treated the 80% stenosed, 6.0x3.0mm target lesion located in the right proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x29mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. The next day the patient experienced a headache and was treated with hydrocodone-acetaminophen. The event resolved without residual effect and the patient was discharged later the same day. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).